Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication was non device related. There were no issues found during failure analysis of the monopolar curved scissor (mcs) tip. If additional information is received, a follow up MDR will be submitted. The mcs tip accessory was returned to intuitive surgical, inc. (Isi) for evaluation. There was no damage found during inspection. The mcs tip was installed on an in-house instrument and then placed on an in-house system without issue. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissor (msc) tip broke off and a fragment fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the monopolar curved scissor (mcs) tip broke off. The instrument was in use for 15 minutes prior to instrument breaking. It was reported that fragments fell into the patient and all pieces were retrieved in the same procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the customer confirmed that all fragments that fell into the patient were retrieved during the same procedure. The instrument was inspected prior to use and no damage was observed. During use, the customer was not aware of any instrument collisions that could have resulted in the instrument breakage. The procedure was completed using a back-up instrument. The patient has not returned to the hospital due to post-operative complications.